Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from a coaguchek xs meter. The serial number was requested but was not provided. At 2:30, the meter result was 6.1 inr. At 2:35 pm, the laboratory result using an unknown reagent was 4.1 inr. The therapeutic range was 2-3 inr.